Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). The iliac branch component (ibc) was successfully deployed 1.5 to 2 cm proximal to the right internal iliac artery (iia). When advancing a gore® dryseal flex introducer sheath of 16 fr into the internal iliac leg hole, the sheath caught the ibc and the ibc moved distally. Then a 12 fr sheath was successfully cannulated into the internal iliac leg hole; however, because the ibc had moved distally, when an internal iliac component (iic) was deployed, it landed in the superior gluteal artery and the inferior gluteal artery was covered, which was not planned before the procedure. Pushing the ibc proximally was an option at this time, but this was deemed impossible due to the narrow origin of the common iliac artery. So, the inferior gluteal artery was abandoned and the iic was deployed as it was. Thus, the inferior gluteal artery was intentionally covered by the iic. All other devices were implanted successfully. No endoleak was found. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.